Manufacturer narrative:
The sample has been received and an in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cdr 803.56 when additional reportable information becomes available. The reporter was unwilling to provide additional details.(B)(4).

Event description:
A facility reported that during a procedure, the removal of instruments led to wrenching of valved trocars. It happened twice. Instruments were usually entered and removed without any movement of trocars. Additional information was received from the (B)(6) representative of the facility who provided the identification for the two patients. This report has been assigned to one of the patients. The facility reported there was a blockage of the vitrectomy probe in the trocar that persisted after changing the trocar. There was variation of intraocular pressure/anterior chamber movement reported as surgery was delayed while trocars were exchanged. There were no vitreous leak and no retinal detachment. Four trocars were needed to complete the surgery. The fourth trocar was inserted in the same incision. There were no postoperative consequences following the event and no surgical intervention or medications were required. The reporter was unwilling to provide additional details. This is one of two medical device reports being filed for ths facility. This report is for the second patient.